Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the radial artery. The stenotic lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. The physician performed ablation with a 1.25mm rotablation burr and then advanced a 2.5x8mm nc quantum apex balloon to the proximal lesion. On the first inflation the balloon was inflated to 16atms for six seconds and then inflated to 18atms for eight seconds and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.5x8mm nc quantum apex balloon. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the radial artery. The stenotic lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. The physician performed ablation with a 1.25mm rotablation burr and then advanced a 2.5x8mm nc quantum apex balloon to the proximal lesion. On the first inflation the balloon was inflated to 16atms for six seconds and then inflated to 18atms for eight seconds and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.5x8mm nc quantum apex balloon. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the nc quantum apex monorail device was received with no other devices or original packaging. There was blood and contrast in the inflation lumen. The balloon was in a deflated state. A pinhole was located in the balloon material 9.5mm from the distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).